Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected visual evaluation of the returned product identified that the tip of the inserter has been fractured, the fractured piece has not been returned, and shows signs of repeated use. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. The complaint has been confirmed by visual evaluation. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the tip of articular surface inserter was broken off, detected before the case started. The case was completed with another inserter, no patient impact.